Manufacturer narrative:
A device history record (DHR) review was performed. And review of the sterilization records confirmed, normal sterilization cycles for the products.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.